Event description:
Boston scientific received information that following the implant procedure, this right ventricular lead exhibited intermittent loss of sensing and capture. No asystole greater than two seconds was noted. While performing testing, noise was noted. The noise was not present when pacing at 90 ppm. It was suspected the noise was due to external interference. It was suspected the lead had micro-dislodged. As a result, this lead was repositioned. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information regarding this incident is expected. Should additional information be received, this report will be updated.